Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: noticed gel bleed upon explanation.

Event description:
Physician reported "gel bleed on the surface of the implant". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: a2, a6, d6(b).

Event description:
Physician reported "gel bleed on the surface of the implant". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., g2, h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: gel bleed: not observed gel bleed on the device. Additional observations: observed deformation on the device. Red particles observed on the surface of the shell.

Event description:
Physician reported "gel bleed on the surface of the implant". Device has been explanted. This relates to the left side.